Event description:
It was reported that during an acute ischemic stroke (ais) case, torque suddenly could not be applied when approaching the m2 segment with the subject guidewire. The distal tip of the subject guidewire did not move when it was attempted to be removed, indicating that a fracture had occurred. Fracture was confirmed when the distal tip was found inside of the microcatheter, so physician successfully removed the whole microcatheter while applying negative pressure. The procedure was concluded with tici2b reperfusion when it was determined that there was no longer a need to replace the device due to the prior therapeutic impact. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an acute ischemic stroke (ais) case, torque suddenly could not be applied when approaching the m2 segment with the subject guidewire. The distal tip of the subject guidewire did not move when it was attempted to be removed, indicating that a fracture had occurred. Fracture was confirmed when the distal tip was found inside of the microcatheter, so physician successfully removed the whole microcatheter while applying negative pressure. The procedure was concluded with tici2b reperfusion when it was determined that there was no longer a need to replace the device due to the prior therapeutic impact. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject guidewire was returned in two fragments at 204cm from the proximal end and was seen broken at 11cm from the distal end. The proximal and distal fragment was inspected and were noted to be broken along the nitinol tubing with the core wire exposed. The core wire distal end was observed through the distal tip dome. Functional testing could not be performed as the subject guidewire was returned in two fragments. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed during analysis and the reported guidewire torque problem could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely torturous. During analysis the guidewire was returned in two fragments (204cm and 11cm). The guidewire torque device could not be duplicated as the device was returned in two fragments. An assignable cause of procedural factors will be assigned to the as reported codes guidewire distal tip broken/fractured during use and guidewire torque problem as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to the as analysed code guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.